Event description:
The plaintiff alleges that as a result of the wearing and being exposed to latex gloves while working as a licensed practical nurse, the pt has developed a life-threatening, immediate hypersensitivity to latex. Pt alleges that on 8/27/97 their were told that they had tested positive for latex allergy. Pt further alleges that they have suffered severe pain suffering and will continue to suffer pain and suffering in the future. Furthermore pt alleges that they have incurred and will incur in the future expenses for medical care and treatment and will suffer wage loss and loss of earning capacity. Pt alleges that their sensitization to latex has caused restrictions in their life and they have suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life. Finally, the plaintiff's spouse alleges that spouse has a derivative claim for loss of consortium.